Event description:
It was reported that this pacemaker recorded two inappropriate signal artifact monitoring (sam) episodes due to noise on both the right atrial (ra) and right ventricular (rv) channels. The treating physician reported the patient receives electrical stimulation treatment for an unrelated condition. The stored electrograms (egm) suggest electromagnetic interference (emi) from this treatment likely triggered the sam events resulting in the de-activation of the minute ventilation (mv) feature. Lead impedances were within range during the episodes. At this time, asystole can not be ruled out due to emi. Additionally, the physician inquired about the programming of the system as it was found in unipolar mode, this is inconsistent with the records of the patient from the previous clinic. At this time, this implantable pacemaker remains in service and there were no adverse patient effects reported.

Event description:
It was reported that this pacemaker recorded two inappropriate signal artifact monitoring (sam) episodes due to noise on both the right atrial (ra) and right ventricular (rv) channels. The treating physician reported the patient receives electrical stimulation treatment for an unrelated condition. The stored electrograms (egm) suggest electromagnetic interference (emi) from this treatment likely triggered the sam events resulting in the de-activation of the minute ventilation (mv) feature. Lead impedances were within range during the episodes. At this time, asystole can not be ruled out due to emi. Additionally, the physician inquired about the programming of the system as it was found in unipolar mode, this is inconsistent with the records of the patient from the previous clinic. Engineer analysis confirmed the sam episodes were caused by emi. Technical services (ts) informed the device performed as designed as the stored data of the system shows the settings were manually adjusted. The device was programmed as desired without issue. At this time, this implantable pacemaker remains in service and no adverse patient effects were reported.

Manufacturer narrative:
This supplemental report is being submitted to update the h6. Adverse event problem and b5. Describe event or problem fields.